Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a power error alarm on the insulin pump. Customer's blood glucose was 8.9 mmol/l. The mother stated they were able to clear the alarm. Troubleshooting found the correct bolus amount was recorded in the bolus history. Customer was advised the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was returned for power error alarm. Detailed trace analysis confirmed the alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump passed displacement test, self test and force sensor test. The insulin pump had cracked reservoir tube lip, scratched case, peeling keypad overlay and minor scratched lcd window.